Manufacturer narrative:
The tech found the stretcher in bed shop. Inspected the stretcher and found the brakes engage, but caster moves from side to side. Replaced the brake casters to resolve this issue.

Event description:
Hospital noted found on the bed: bed slides and rolls even when brakes are on. No injury reported.